Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and prime/fill anomaly and drive support cap issue. Customer blood glucose was 144 mg/dl. Customer stated that insulin was squirting out during manual prime process and had the unexpected restart alarm. Customer also mentioned that the insulin pump drive support cap was slanted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify unexpected restart alarm due to compromised force sensor system alarm. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.